Event description:
Boston scientific received information that during implant procedure, the right ventricular lead and implantable cardioverter defibrillator exhibited high out-of-range pacing lead impedance measurement. Connections were checked and noted no anomaly. The impedance measurement came down after the defibrillation threshold testing was done and the physician opted to keep the lead in place. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.